Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The biomed noted the failure during biomed testing, and stated that the pump was not in use on a pt when the failure occurred, there was no report of a pt incident, no tubing was being used and no medication was being infused when the failure occurred. Add'l contact info was requested but no add'l contact was identified.